Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that externalized conductors were observed. The lead was explanted and replaced.

Manufacturer narrative:
Internal insulation abrasions were noted at 10.0-10.5cm, 15.3-16.6cm, 18.7-19.2cm, 26.7-28.2cm, 28.4-28.7cm, and 36.7-37.4cm from the electrode tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasions were noted at 9.2-12.4cm and 19.2-23.2cm from the electrode tip. The etfe coating was intact at this location.